Event description:
Device was noted to be shaky when it was being removed from the cannula. When it was pulled out, it was broken below the head. A piece of the device remains in the pt.

Manufacturer narrative:
Evaluation of the obturator shows the shaft has broken where it interfaces with the handle. The broken portion is heavily corroded. Issue is the result of not properly drying the device. Device has been in use for nearly three years without previous issue. (B) (4).